Event description:
A report was received that a pt's suture sleeves had been explanted. Only the suture sleeves were explanted as the ipg and leads had already been explanted. No further info is available.

Manufacturer narrative:
This is the final report.